Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the site shipped the monitor to a third party company for repair. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the surgeon monitor of the navigation system was flickering. There was no patient present at the time of the issue.